Event description:
The talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was 6.1 cm in diameter and the aortic neck was 30 mm in diameter distally. The left iliac artery was small and the right had a short seal zone of 1.5 cm to the hypogastric artery. It was reported that bifurcated stent graft was deployed to the level of the contralateral gate in a standard fashion. The delivery system was kept stationary followed by cannulation of the contralateral gate with a 16 french sheath over a stiff wire. At this time the pant leg was noted to have moved to the opposite side. An aneurx limb was inserted into the contralateral gate and deployed. A post angiogram injection showed what appeared to be a twist or a kink in the distal to the flow divider of the bifurcated stent graft with slow flow in the ipsilateral side. The decision was made to place an aneurx limb and extended it above the flow divider to correct the kink. A repeat post angiogram injection showed good flow through both limbs. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results and conclusion: (small left iliac artery).